Manufacturer narrative:
(B)(4).

Event description:
It was reported that vns patient got admitted to the hospital due to jaw pain and would not walk anymore following a generator replacement surgery due to battery depletion. It was reported that the newly implanted generator was programmed to therapeutic settings on the date of implant. Additional information was received that it's unclear if the pain is related to stimulation but the patient has serious behavior issues, so this might be linked to behavior. Nurse also reported that the events could be linked to the change of medication. It was reported that device diagnostics results were within normal limits.